Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer indicated there appeared to be two tampons inside one applicator. She indicated that upon removal of her tampon, she noticed that two appeared to be attached together. She was able to remove both, but experienced slight pain while removing.